Event description:
An advia centaur xp tni-ultra troponin signal 2 error flag was obtained by the customer on a patient sample and there was a delay in the reporting of the troponin result. The patient was first admitted to the emergency room and initial troponin testing was performed by the customer on an alternate troponin test method, resulted negative and reported to the physician. A second blood sample was drawn, tested on the alternate troponin test method, resulted negative and reported. A third blood sample was drawn, tested on the advia centaur xp for troponin and resulted with a signal 2 error flag. The same patient sample was repeated on an alternate advia centaur system for troponin and resulted with a signal error. The patient sample was tested on the alternate troponin test method and a negative result was reported approximately five hours after the advia centaur xp troponin tni-ultra signal 2 error flag. Patient treatment was not prescribed or altered. There is no report of adverse health consequences due to the advia centaur xp tni-ultra signal 2 error flag.

Manufacturer narrative:
The cause for the advia centaur xp troponin signal 2 error flag is unknown. There is not adequate patient sample volume available for siemens to investigate further. No conclusion can be drawn. No other patient samples are affected. Quality control results are acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."